Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a procedure to remove part of a septum from a patient on (B)(6) 2025, the physician utilized a myosure reach device and hysteroscopic reusable scissors. The physician reported that initially some tissue was resected with the hysteroscopic scissors and switch between the scissors and the reach. The physician reported that a burst of blood was observed inside the uterus and stopped the hysteroscopy. At this point the deficit was reported as 940. Patient was given methergine and tranexamic acid. A fluid balloon was inserted into the uterus to put pressure and control the bleeding. Physician performed a diagnostic laparoscopy and noticed that a hematoma was starting to form. The patient was transported to another facility in which a laparoscopy was performed and everything seemed stable. A packing was inserted into the uterus overnight and removed the next morning. Patient was being screening for labs to evaluate if it could be released. Surgeon could not determined the cause of the bleeding and believed it might be related to an aberrant vessel but it was unclear. Additional information received: no further update from the patient, procedure was planned to remove only the septum and a polyp was removed incidentally. Septum was located in the middle of the uterus. Fluid deficit was 940 ml. The septum was not able to be completely resected and no lot number available.